Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation, see attached image 1 and 2. Visual inspection of the as returned product identified bone and foreign material on the threads. No damage identified. DHR review was completed for the subject lot number (1215415). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1215415) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event pain or device (tsvtwb10). Based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, and h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to pain. Tooth location 18.